Event description:
Quest labs reported a d/l isomer test that had failed the quality controls check on the agilent 7000c triple quad ms (mass spectrometer)/gc (gas chromatograph). I have the entire 192-page document with 5 corrective actions and no proof the machine was functioning properly. Out of range.